Event description:
Pt received a matched, unrelated bone marrow transplant in 2000 under ide 4683 and 8601, governing t-cell depletion of the marrow. By day 30 post transplant, the pt was showing no evidence of bone marrow engraftment and was declared a case of failure-to-engraft. The pt received a second transplant of unmanipulated peripheral blood stem cells from the original donor. Pt engrafted neutrophils by day 9 and platelets by day 17. Forty days after second graft pt died of grade 4 acute graft versus host disease of the gut and perforation of the small bowel.